Manufacturer narrative:
Investigation result: an ultraflex tracheobronchial covered distal release stent delivery system was returned for analysis. The stent and deployment suture were not returned. Visual evaluation found no issues with the device. The reported damage to the device was likely due to anatomical or procedural factors encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot (upn, device lot number, device expiration date) and (device manufactured date) have been updated based on information received on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignancy in the collapsed trachea during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician advanced the delivery system with the tip of the delivery system positioned at the carina. When the physician started deploying the stent, the delivery system¿s position had to be adjusted before the physician could continue deploying the stent. The physician was able to completely deploy the stent, however, the stent was noted to be deformed and it failed to expand. Reportedly, the physician used an unknown device to adjust the stent but was unsuccessful in expanding the stent. The stent was removed from the patient using forceps and the physician completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on october 20, 2017 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignancy in the collapsed trachea during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician advanced the delivery system with the tip of the delivery system positioned at the carina. When the physician started deploying the stent, the delivery system¿s position had to be adjusted before the physician could continue deploying the stent. The physician was able to completely deploy the stent, however, the stent was noted to be deformed and it failed to expand. Reportedly, the physician used an unknown device to adjust the stent but was unsuccessful in expanding the stent. The stent was removed from the patient using forceps and the physician completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.